Event description:
It was reported that during removal of the screw in s1, the es2 integrated blade screw shaft fractured intra-operatively. The procedure was completed successfully without surgical delay; however, the tip of the screw was left in the patient.

Manufacturer narrative:
G1 has been corrected from 'stryker spine-us' to 'stryker spine-france. Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It was reported that during removal of the screw, the es2 integrated blade screw shaft fractured intra-operatively. The tip of the screw was left in patient. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: too much force applied when removing construct may lead to screw fracture and broken fragment remain in patient. H3 other text: device was not returned.

Manufacturer narrative:
Device was not returned.

Event description:
It was reported that during removal of the screw in s1, the es2 integrated blade screw shaft fractured intra-operatively. The procedure was completed successfully without surgical delay; however, the tip of the screw was left in the patient.